Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown cervical procedure on (B)(6) 2017, while drilling two (2) separate guide wires broke. Surgery was prolonged approximately 3 hours while the first broken wire was removed and an attempt to remove the second was made. One (1) piece remains embedded the patient located before the dura lying level c1/c2. It is reported the embedded piece currently has no impact on the spinal canal. Additional computerized tomography (CT) scan was taken to confirm location of the broken wire. No further intervention is planned for removal of the wire fragment. Patient reported to be doing fine. Concomitant medical products: guide wire (part 292.020.01, lot unknown, quantity 3); guide wire (part 292.020.01, lot l218045, quantity 1). This report is for one (1)1.25mm guide wire, fragment embedded in patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: two guide wires are broken. The narrative (embedded device) could be verified from provided x-ray. Since the exact lot numbers are not known the present complaint cannot be fully analysed. It can only be confirmed that these guide wires are made from stainless steel and are manufactured in compliance with the ao/asif specifications and the international standards. The diameter of the guide wire, measured at an undamaged area, complies with the specifications. Further dimensional inspection could not be performed due to the damage incurred. The exact cause of failure cannot be determined; no manufacturing or material related issues were identified. The following parts were returned as concomitant devices without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed. The 3x 292.020.01 lot unknown, 1x 292.020.01 lot l218045. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.